Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 275 mg/dl while wearing the pod between 24 and 36 hours. They removed the pod because of an occlusion alarm. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied and a bolus of (1.5u) was delivered.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was found to have terminated in an occlusion alarm, a safety feature not considered a malfunction. No bend was noted in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No other defects or deficiencies were identified during the investigation. The root cause of the occlusion alarm could not be determined. (Device available for eval: yes, date returned to mfg: 3/11/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.